Event description:
A transfemoral valve in valve tavr procedure was performed. A 23mm sapien 3 ultra resilia valve was successfully deployed within a pre-existing non-edwards 25mm mosaic heart valve, implanted in 2012. (B)(6) 2024. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).